Manufacturer narrative:
Conclusions: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00685, 00686.

Manufacturer narrative:
Result: the pc400 coil pusher was kinked approximately 5.0 cm, 10.0 cm and 61.0 cm from the proximal end of the wire. The pet-lock on the pusher assembly was broken. The proximal constraint sphere and pull wire were completely removed from the distal detachment tip (ddt). The coil was not returned. The penumbra px slim delivery microcatheter did not have any visual damage. Conclusion: the complaint has been evaluated. The complaint indicates that the coils could not be detached after manipulating the detachment handles properly. Evaluation of the returned device confirmed that the pc400 coil pusher wire had kinks in the proximal end of the hypo-tube. The coil was detached from the pusher and not returned for evaluation. The pet-lock at the proximal end of the pusher assembly was broken which is consistent with a properly detached coil. The damage to the pusher assembly was not described in the complaint and may have occurred as a result of handling when packaging the device for return, or an attempt to manually detach the coil. The proximal constraint sphere and pull wire were completely removed from the ddt. This shows that the coil was detached from the pusher assembly. The detachment handle that was mentioned in the complaint was not returned for evaluation. The pxslim was not damaged and passed a functional analysis. The root cause of this compliant cannot be determined. These devices are 100% functional tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure between the left internal carotid artery and the posterior communicating artery using a penumbra coil 400. During the procedure, the physician was unable to detach three penumbra coil 400s despite the pet lock being broken. The physician used forceps to pull the pull wire and detach the penumbra coil 400s in the aneurysm. There was no report of an adverse effect on the patient.